Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the display screen and connector port of the external pulse generator (epg) were damaged. The epg was returned for service. There was no patient involvement.

Manufacturer narrative:
Product analysis : analysis confirmed customer comment that output connector assembly is broken. Confirmed customer comment that display screen is bleeding. Display flex tape is damaged. Upper case boss is cracked.lower case is damaged. Missing case screw and plug. All found defective parts were replaced and all other identified issues were resolved. Passed all final functional tests. If information is provided in the future, a supplemental report will be issued.